Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 600 mg/dl. Customer was treated with manual injection. Customer had nausea and vomiting. Customer had blood glucose levels of 345, 388,370 and 266 mg/dl. Customer was not using auto mode. Customer stated that the insulin pump passed high pressure test, self test and displacement verification test. The insulin pump will not be returned for analysis.